Event description:
Caller reported that the t:slim x2 pump battery was not charging, and there was a power source alert noted as alert 07 in the pump history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using the same tandem wall adapter and charging cable, and no further assistance was required because the pump began charging.